Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant captivia stent grafts were implanted in the patient for two unknown endovascular treatments approx.. 4 years 3 months post the index procedure, the patient returned for follow up. A CT showed multiple areas leaking inside the graft. No cause of the event was provided no additional clinical sequalae were reported and the patient will be monitored.